Event description:
It was reported that the user experienced recurrent occlusion events with the insulin infusion set on the ilet system, with one event occurring on the day of contact; the user reported resolving some events only after changing all supplies, while other times priming the tubing, and customer education and troubleshooting were completed. Symptoms included potential blood glucose impact, though the user did not consistently monitor blood glucose at the time of events. Outcomes included no reported injury and no hospitalization. Investigation included customer interview and device-use troubleshooting focused on occlusion contributors such as infusion set, tubing, and site factors. Investigation of this case revealed no confirmed user error and indicated an occlusion condition consistent with infusion set or line blockage that resolved with supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion pathway obstruction consistent with an occlusion.